Event description:
It was reported that the pt expired on 05/12/2008 per pt's spouse, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.